Event description:
Pt reported the development of pain following an initial ventral hernia repair. A new hernia was diagnosed approx 2 yrs following the original repair. The pt was returned to surgery for repair. It was found that the new hernia was through a hole in the original mesh. A new mesh was placed keeping the original mesh in place.

Manufacturer narrative:
Conclusion - a review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.